Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a power on reset (por) error code indicated. The patient reported that the therapy had stopped due to por. The patient reported that the por was indicated during charge session with the ins. The patient reported that the por was not related an to over discharge event. The patient reported that the ins charge indicated between 0-25% ins charge. The patient reported that por was a warning and the por can not be cleared. The patient reported poor coupling with recharging and difficulty recharging. The patient reported that they were trying to charge the ins but could not get coupling boxes. The patient reported getting ¿reposition antenna¿ screen message. It was reported that the last time the ins was charged was about a month ago. An antenna locator steps were reviewed, and recharge was started. It was reported that the issue was resolved with thermal feature review. The patient reported getting 6-8 bars. The patient reported that coupling dropped to 2/4 boxes during reported and they were able to reposition antenna to achieve full coupling again. The patient reported that it can be difficult to achieve good coupling and have to "play with" insr antenna positioning to get coupling, but confirmed they were able to achieve good coupling. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that power on reset (por) code was reported. Therapy has stopped. Activities/ emi that could be related to issue is CT scan. Rep reported that CT was done after the por code was first noted. The por displayed on the programmer is warning. Reviewed steps to clear por and the por was successfully cleared. Patient was not with rep at the time of the call. Rep cleared por 0x0008 low voltage. Rep reports the patient had 25% battery when cleared. Rep reported the batter was up to 50% at the end of the appointment. Turned therapy back on. Therapy was adequate. Patient was educated and gave patient adhesive discs for recharging concerns. Rep later called back to review code because the ins was not acting as expected. It was reviewed this ins was accepting charge less than 5 weeks ago. Reviewed patient may have been on just the cusp of overdischarge. Antenna locate was done and recovered the implantable neuro stimulator (ins). No physician recharge mode was needed to be done. Rep will meet with patient at the end of the month to follow up. No further patient symptoms or complications were reported in this event.

Event description:
Additional information was received from the patient reporting that they had a por (power on rest). It was reviewed that therapy had stopped due to the por. It was reported that the patient was trying to recharge the ins when they saw the por message. The patient stated they got a replacement programmer. The patient stated they were still trying to get the unit to work and stated they saw the por warning message. Again it was reviewed that the por code could not be cleared and they were redirected to follow-up with their healthcare provider (hcp) have their device interrogated. The event occurred on 2018-09-28. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.